Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to unknown reasons. No further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, this event was determined to be not reportable. The patient has only undergone one revision procedure and it is reported on 1822565-2017-00067.